Event description:
Pt undergoing MRI guided biopsy of left breast; during procedure the radiologist could not deploy the metallic clip for site marking purposes. Second device obtained and site marked. There was no harm to pt who was discharged later the same day.